Event description:
Additional information was received reporting the cause of the pipeline failure to open was not determined. The distal tip end did not open. When it could not be opened, it was in the straight segment of the middle cerebral artery m1. The stent was retrieved from the body and deployed again, but it still could not be opened, so a new stent was replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline flex tip failed to open. The patient was undergoing surgery for treatment of a saccular, ruptured aneurysm located at the terminal of internal carotid artery, with a max diameter of 16 mm and a 12 mm neck diameter. It was noted the patient's vessel tortuosity was minimal. The landing zone artery was 7mm distally and 8mm proximally. Dual antiplatelet treatment (dapt) was administered and the pru level was unknown. The angiographic result post procedure showed the blood vessels were basically unobstructed after surgery.  It was reported that after measurement, a dense mesh stent was placed and after the stent was deployed in the middle cerebral artery, the tip could not be opened, and it still could not be opened after multiple operations. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was used for an indication that is approved (on-label). No patient symptoms or complications were associated with this event. Ancillary devices include a phenom microcatheter, acheva guidewire, and qc coils.

Event description:
Additional information was received that the operation was successfully completed by replacing with a new ped stent.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex braid was returned for analysis withing shipping box; within a plastic bio-pouch; and within an opened pipeline flex inner pouch. The pipeline flex pushwire was not returned for analysis. Therefore, any contributing factors could not be assessed. ¿ damage location details: the braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found to be fully opened and damaged. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure to open at distal as the device was resheated. In addition, the pipeline flex braid ends were found fully opened and damaged. However, the root cause for damage could not be determined. Possible causes of failure/incomplete to open include vessel tortuosity and damage braid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.